Manufacturer narrative:
No further information is available. The airfit f20 user guide provides the following warning and contraindications: magnets are used in the lower headgear straps and the frame of the mask. Ensure the headgear and frame is kept at least 2" (50 mm) airway from any active medical implant (e.g., pacemaker or defibrillator) to avoid possible effects from localized magnetic fields. The magnetic field strength is less than 400 mt. Contraindications: use of masks with magnetic components is contraindicated in patients with the following pre-existing conditions: metallic hemostatic clip implanted in your head to repair an aneurysm. Metallic splinters in one or both eyes following a penetrating eye injury. Under normal use scenarios (the mask is on the face), the risks posed by the mask causing interference to active cardiac implants are temporary, infrequent and have a very low chance of causing significant harm. (B)(4).

Event description:
It was reported to resmed that a magazine article stated that during use of an airfit f20 mask, a patient felt progressively weak. It was reported the patient's implanted defibrillator had automatically reprogrammed and had impaired function allegedly due to the magnetic fasteners of the mask. It was reported the patient was hospitalized as a result.

Event description:
It was reported to resmed that a magazine article stated that during use of an airfit f20 mask, a patient felt progressively weak. It was reported the patient's implanted defibrillator had automatically reprogrammed and had impaired function allegedly due to the magnetic fasteners of the mask. It was reported the patient was hospitalized as a result.

Manufacturer narrative:
No further information is available. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The airfit f20 user guide provides the following warning and contraindications: magnets are used in the lower headgear straps and the frame of the mask. Ensure the headgear and frame is kept at least 2" (50 mm) airway from any active medical implant (e.g., pacemaker or defibrillator) to avoid possible effects from localized magnetic fields. The magnetic field strength is less than 400 mt. Contraindications: - use of masks with magnetic components is contraindicated in patients with the following pre-existing conditions: metallic hemostatic clip implanted in your head to repair an aneurysm metallic splinters in one or both eyes following a penetrating eye injury. Under normal use scenarios (the mask is on the face), the risks posed by the mask causing interference to active cardiac implants are temporary, infrequent and have a very low chance of causing significant harm. Resmed reference#:(B)(4).